Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/protruding from fallopian tube") and genital haemorrhage ("heavy and irregular bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (birth dates: (B)(6) 2000,(B)(6) 2001,(B)(6) 2006 and (B)(6) 2007 (full term normal, spontaneous vaginal deliveries)), sids (baby died of sids eight weeks later) in 2007, d & c, hysteroscopy, missed abortion, menarche (at age 15), chlamydial infection, trichomoniasis, nonsmoker, pelvic adhesions and chromopertubation. Negative for heart disease. Negative for stroke. Negative for breast. Negative for lung cancer. Negative for thyroid disorders or osteoporosis. The patient denies alcohol use. Non smoker. Previously administered products included for contraception: estrogen and progesterone; for prevent pregnancy: depo provera; for an unreported indication: penicillin. Past adverse reactions to the above products included anaphylactic reaction with penicillin. Concurrent conditions included dysuria, vaginitis, adnexa uteri pain, complex ovarian cyst and adhesion. Family history included diabetes (paternal grandmother and uncle), hypertension (father), hypercholesterolemia (mother), ovarian cancer, uterine cancer and colon cancer (paternal grandfather). Concomitant products included azithromycin (zithromax) since (B)(6) 2010, fluconazole (diflucan) from (B)(6) 2014 and metronidazole (metrogel) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). In (B)(6) 2007, the patient experienced discomfort ("discomfort"). In (B)(6) 2007, the patient experienced abdominal pain ("pain: abdominal"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ibuprofen, nitrofurantoin (macrobid), metronidazole (flagyl), azithromycin (z-pak) and surgery ((B)(6) 2007 right coil had removed. In 2008 underwent a pelvic surgery to try and alleviate symptoms). At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, dyspareunia, abdominal pain, vaginal discharge and discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device dislocation, discomfort, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she have had one side removed but she would like the other one removed as well. Diagnostic results: on (B)(6) 2009 hysterosalpingogram revealed, the right fallopian tube identifies a coil from a previous essure procedure and is not patent. The left fallopian tube is not patent, probably due to scarring from a previous essure procedure and removal of the coil. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, vaginal discharge, bacterial vaginosis, device dislocation, abdominal pain and urinary tract infections. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/protruding from fallopian tube") and genital haemorrhage ("heavy and irregular bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (birth dates: (B)(6) 2000, (B)(6) 2001,(B)(6) 2006 and (B)(6) 2007 (full term normal, spontaneous vaginal deliveries)), sids (baby died of sids eight weeks later) in 2007, d & c, hysteroscopy, missed abortion, menarche (at age 15), chlamydial infection, trichomoniasis, nonsmoker, pelvic adhesions and chromopertubation. Negative for heart disease. Negative for stroke. Negative for breast. Negative for lung cancer. Negative for thyroid disorders or osteoporosis. The patient denies alcohol use. Non smoker. Previously administered products included for contraception: estrogen and progesterone; for prevent pregnancy: depo provera; for an unreported indication: penicillin. Past adverse reactions to the above products included anaphylactic reaction with penicillin. Concurrent conditions included dysuria, vaginitis, adnexa uteri pain, complex ovarian cyst and adhesion. Family history included diabetes (paternal grandmother and uncle), hypertension (father), hypercholesterolemia (mother), ovarian cancer, uterine cancer and colon cancer (paternal grandfather). Concomitant products included azithromycin (zithromax) since (B)(6) 2010, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2014 and metronidazole (metrogel) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). In (B)(6) 2007, the patient experienced discomfort ("discomfort"). In (B)(6) 2007, the patient experienced abdominal pain ("pain: abdominal"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ibuprofen, nitrofurantoin (macrobid), metronidazole (flagyl), azithromycin (z-pak), surgery ((B)(6) 2007 right coil had removed. In 2008 underwent a pelvic surgery to try and alleviate symptoms) and surgery ((B)(6) 2007 right coil had removed. In 2008 underwent a pelvic surgery to try and alleviate symptoms). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, dyspareunia, abdominal pain, vaginal discharge and discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device dislocation, discomfort, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she have had one side removed but she would like the other one removed as well. Diagnostic results: on (B)(6) 2009 hysterosalpingogram revealed, the right fallopian tube identifies a coil from a previous essure procedure and is not patent. The left fallopian tube is not patent, probably due to scarring from a previous essure procedure and removal of the coil. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, vaginal discharge, bacterial vaginosis. Device dislocation, abdominal pain and urinary tract infections. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received - new event "discomfort" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/protruding from fallopian tube") and genital haemorrhage ("heavy and irregular bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 624482, 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (birth dates: (B)(6) 2000,(B)(6) 2001,(B)(6) 2006 and (B)(6) 2007 (full term normal, spontaneous vaginal deliveries)), sids (baby died of sids eight weeks later) in 2007, d & c, hysteroscopy, missed abortion, menarche (at age 15), chlamydial infection, trichomoniasis and nonsmoker. Negative for heart disease. Negative for stroke. Negative for breast. Negative for lung cancer. Negative for thyroid disorders or osteoporosis. The patient denies alcohol use. Non smoker. Previously administered products included for contraception: estrogen and progesterone; for prevent pregnancy: depo provera; for an unreported indication: penicillin. Past adverse reactions to the above products included anaphylactic reaction with penicillin. Concurrent conditions included dysuria and vaginitis. Family history included diabetes (paternal grandmother and uncle), hypertension (father), hypercholesterolemia (mother), ovarian cancer, uterine cancer and colon cancer (paternal grandfather). Concomitant products included azithromycin (zithromax) since 8-feb-2010, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2014 and metronidazole (metrogel) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unspecified date in 2007, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain: abdominal"). In 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ibuprofen, nitrofurantoin (macrobid), metronidazole (flagyl), azithromycin (z-pak), surgery (in 2008 underwent a pelvic surgery to try and alleviate symptoms). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, dyspareunia, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she have had one side removed but she would like the other one removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal discharge, bacterial vaginosis.device dislocation and urinary tract infections. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. Her demographics was updated. This case concerns 24 year old patient. Her historical condition, historical medication, family history and concurrent condition were added. Essure lot number was added. Essure was ongoing at the time of the report. Events: abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis/urinary tract infection, protruding from fallopian tube, dyspareunia (painful sexual intercourse), pain: abdominal, vaginal discharge. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (in 2008 underwent a pelvic surgery to try and alleviate symptoms) and surgery (in 2008 underwent a pelvic surgery to try and alleviate symptoms). At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure (ess205). Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.